Event description:
It was reported that the end user was leaning forward to get up from the toilet seat, and it detached. He fell forward and fractured ribs and vertebrae.

Manufacturer narrative:
It was reported the end user fell as he was getting up from the elevated toilet seat. The seat detached and he fell forward, fracturing rbs and vertebrae. The seat had been used for a couple of months and it was reported that the end user continued to use it despite the fact it would not stay secure and he would tip forward. The end user was hospitalized. We have received no further information pertaining to his injuries or condition. The sample has not been returned to us. No lot number was provided. We have no sample to evaluate and cannot determine a potential root cause for the reported incident. However, due to the injury reported a medwatch is being reported.